Event description:
It was reported that the patient presented during clinical follow-up. The patient was scheduled for system removal procedure, as she experienced discomfort and had swelling symptomatic of hematoma. During procedure, hematoma was confirmed but there were no signs of infection. A temporary lead was placed to pace the patient while the chronic lead was explanted for inspection. The system was explanted and implanted again on (B)(6) 2021, as physician's decision was to keep the chronic system. The patient was in stable condition.